Manufacturer narrative:
Initial reporter name and address: alternate email address:(B)(6). Initial reporter name and address: alternate phone numbers:(B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. The events of granuloma, seroma - late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; granuloma; lymphadenomegaly, chronic sroma.

Event description:
Healthcare professional reported right side "pain, presents edema, began to feel uncomfortable soon after placing the implant, and granuloma always appears in the scar." Healthcare professional later reports "breast prosthesis with rupture" via us and "reactive lymphadenomegaly secondary to the inflammatory process periprotesis and lymphadenomegaly due to neoplastic involvement." Additionally reported was "suspected of neoplasm" which has been deemed not related to the device. Device remains implanted.